Event description:
Perforation. Device in anterior decending. Blunt dissection in process thru occlusion. Dr began to close jaw of device but felt resistance. Pulled back on device. Device retracted quickly back into guide catheter. Injection, no sign of perforation. Device reinserted. Directed into diagonal artery. Injection, confirmation of perforation. Device removed. Balloon inserted. Tamponade requiring pericardiocentisis. Pt stabilized. No further complications. Pt examined next day and released.